Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2016 with the following findings: a review of the pump¿s user settings shows the ¿iob duration¿ was enabled and set to 4 hrs. During testing, the pump successfully completed the ez prime steps. A 10u normal bolus was programmed and. Delivered during investigation with iob turned on and set for 1.5hrs. After 1.5hrs, iob remaining in status screen2 and in advanced bolus screens still showed remaining iob of 0.23u. The insulin on board (iob) algorithm is behaving in a way that is different than the user¿s expectation. The complaint of remaining iob in the vibe pump was escalated for review in the past and it was determined that remaining amounts of (B)(4) of the bolus delivery or less is part of the normal functionality of the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board was not calculating correctly into the bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.